Event description:
It was reported that a cartridge alarm occurred. During troubleshooting with technical support, the pump was reset, and the customer loaded a new cartridge and continued to use the pump for insulin therapy. The customer¿s blood glucose (bg) level was displayed as "high"; however, no specific value was provided. Customer administered a manual injection to address bg.